Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv oversensing and both near and far field av crosstalk were observed. Hv lead damage suspected. Physician elected to monitor the patient. No further information.